Event description:
After 1 hour of treatment, there is an alarm for blood in the drainline. Nothing is visible, but a teststick for blood shows +++. During treatment, there were several alarms for negative dialysis fluid pressure. They decided to change the filter and when the old is disconnected, a red piece of plastic falls from the injection port (above the chamber for outflow) and then blood is leaking from the injection port. This happened during disconnection of the pump segment. We do not know exactly if the leak occurred just during unloading when the pressure may be 3 bars or just after unloading. Information requested, but not received. When in doubt we decide to report this incident.

Manufacturer narrative:
Taking into accout the number of reported complaint relating to this defect, an action plan was demanded to our subcontractor, blood line division. A follow-up will be sent to your attention when we receive it.